Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracy compared to the patient's blood glucose meter on (B)(6) 2013. The patient's mother reported the following discrepancy: cgm reading at 51 mg/dl and blood glucose meter 153 mg/dl. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries and reported that the patient was feeling alright.